Manufacturer narrative:
Plan of care update noted sepsis work up. Follow-up for additional information including results has been requested, is still pending and therefore, unable to rule out. The device remains implanted, supporting the patient and therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support (mcs). Three days into the support, a hematoma on the right axillary insertion site was noted. The patient complained of arm pain. Heparin was discontinued and the hematoma decreased. One to two days later, heparin was subsequently resumed. The patient continued to have pain that was attributed to the hematoma. The team escalated medications to decrease the pain. Day 11 of support, the patient was noted to have a fever, and blood was drawn for labs with work up for sepsis. Antibiotics were given. No further information regarding the sepsis work up was noted. Following, the patient was reported to be in stable condition and remains on impella 5.5 mcs.

Manufacturer narrative:
The investigation of access site bleeding and infection/sepsis has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding was most likely patient movement since patient was transferred from outside hospital with hematoma noted on right axillary insertion site. Infection/sepsis: the root cause of the infection/sepsis was unable to be determined due to insufficient clinical details. D6b explant date added.